Event description:
On (B)(6) 2010 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen revealed filter tilt and mesenteric perforation. There was no sign of migration, stenosis, fracture or bending. There was a slight anterior tilt. Struts had penetrated the vein wall but did not penetrate the adjacent structures.

Event description:
On (B)(6) 2010 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen revealed filter tilt and mesenteric perforation. There was no sign of migration, stenosis, fracture or bending. There was a slight anterior tilt. Struts had penetrated the vein wall but did not penetrate the adjacent structures.